Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was assisted with troubleshooting. The customer's blood glucose level was 400mg/dl at the time of the incident call. The customer treated the high blood glucose with manual injection. The customer was instructed to disconnect from quick release and assisted with fixed prime. The customer stated that insulin exited. The customer was able to check site and stated that the cannula was bent. Bent cannula troubleshooting was performed. The customer was advised proper site and insertion preparation techniques. The customer was advised to change infusion set. The product will not be returned for analysis.